Manufacturer narrative:
Sent: 03/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. Evaluation summary: the analysis results found that the instrument was received in good condition. No anomalies with the gasket were noted. The instrument was received with a small piece of an additional outer gasket taped to sleeve. No conclusion could be reached as to what device the additional outer gasket belonged.

Event description:
During a laparoscopic nissen procedure, there was leaking from the device. Another like device was used to complete the procedure. Just before closing the patient, the seal from the 1st device was found lying on the bowel. Retrieved the seal with larger trocar. There was no patient consequence.